Event description:
Boston scientific received information that during a previous follow up this right ventricular (rv) lead revealed high pacing impedances greater than 2,000 ohms. An x-ray was performed and revealed no visible signs of a lead fracture. All other lead measurements were confirmed normal. No adverse patient effects were reported. Additional information was received one month later that the physician may perform an elective lead revision. The right ventricular (rv) pacing impedance remains between 800 to 2,000 ohms. It was noted that the field representative had reviewed the case and advised that the x-ray revealed no visible sign of a lead fracture and there are no signs of inappropriate sensing. A boston scientific technical services (ts) agent was contacted to advise as the physician now suspects a lead fracture. The agent advised the physician could evaluate the lead to device connection with another x-ray or upon opening the pocket. The irregular impedances could be related to a less than optimal setscrew position on the terminal pin resulting in intermittent measurements. One would expect that a microfracture, or non-complete fracture, could reproduce some artifact with pocket manipulation and/or isometrics testing. Another x-ray may show areas on the lead where a fracture might occur, i.e. A bend in the clavicle area or bend at the tip of the lead. The agent advised that another consideration might be to implant only a rate/sense lead capping the existing rate/sense lead. At this time the lead remains in service.

Manufacturer narrative:
--

Event description:
Information was subsequently received that the high out of range impedance measurements persisted. Additionally, noise was noted on a stored electrogram (egm). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that testing noted noise could be reproduced with certain movements. It was noted the rv lead was suspected to have a small fracture from golfing. As a result, the pace/sense portion of the lead was scheduled to be revised. It was noted the patient was not pacemaker dependent and had never received or needed therapy from the device. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned and therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident.